Event description:
While using an mst duet bi-manual aspiration tip to perform the capsule polish portion of a cataract surgery, the surgeon experienced a capsule tear. No vitrectomy was performed and the procedure was completed as planned. The patient's prognosis was good.

Manufacturer narrative:
At the time of this report the device had not been returned for evaluation.